Event description:
A male pt called lifecor customer support to report that when he inserts either of his battery packs into the monitor, there is a question mark that displays on the monitor. Both batteries show fully charged when in the charger. 2 replacement battery packs were provided to the pt.

Manufacturer narrative:
Device manufacture date: battery pack 02/2006. Device evaluation summary: device evaluation of battery packs have been completed. The reported problem was confirmed. Both battery packs were received with 0 volt output and a defective u3 supervisory ic chip. The u3 supervisory ic had developed an internal short circuit which in turn drew excessive current from the battery cells. The root cause of the shorted u3 was determined to be the result of an electrostatic discharge (esd) event that caused u3 to latch up. Once latched up current continued to flow through u3 damaging the ic and discharging the cells. The defective u3 and battery cells will be replaced. No adverse event resulted from the faulty battery packs. The pt received two replacement battery packs.